Event description:
The hospital reported that the endoscope lens was cracked. This was noticed during processing. There was no patient involvement. The product is returning.

Manufacturer narrative:
Method: the device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. Internal file number - (B)(4).